Manufacturer narrative:
B3 event date: the event occurred from (B)(6) 2025. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation performed flow accuracy test at a rate of 50ml/hr for a volume to be infused (vtbi) of 250ml and at a rate of 25ml/hr for a vtbi of 25ml. The device delivered within specification at both rates. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. As a precautionary measure preventive maintenance testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump delivered too quickly during 23-hour chemotherapy infusions for the same patient over the course of 3 days. The medication involved was ¿etop-vinc-doxo¿ (etoposide, vincristine, doxorubicin) at a rate of 49ml/hr and it was reported that the rate was never changed. The first infusion completed in 23 hours, however the second infusion completed after 21 hours and 15 minutes and the third infusion completed after 21 hours and 15 minutes. It was also reported that during the 3 days of infusion therapy the device alarmed downstream occlusion between 5 to 8 times during each infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.